Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation sent the unit for flow accuracy testing per swi 105-005. The first test was performed with a delivery rate of 125ml/hr. The vtbi was 125ml and the unit delivered 120.216ml. The flow accuracy error percentage was -3.8272%. The second test was performed. The second test was performed with a delivery rate of 40ml/hr. The vtbi was 20ml and the unit delivered 19.855ml. The flow accuracy error percentage was -0.725% which is within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue: pump does not dispense even though it says it is. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.